Event description:
The patient was implanted with a left ventricular assist device. It was reported that a computed tomography scan on (B)(6) 2014 showed that patient had a hemorrhagic stroke. Reports showed no indication of a clotting disorder for the patient. On (B)(6) 2014, the international normalized ratio (inr) goal for this patient was 2-3. It was reported that the patient later expired on (B)(6) 2014 due to unstable kidney failure that was reportedly not device related.

Manufacturer narrative:
A direct correlation between the reported hemorrhagic stroke and the device could not be determined. Additionally, a correlation between the reported patient expiration due to kidney failure and the device could not be determined. An autopsy was not performed and the pump was not explanted. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.